Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump continued to load fill tubing process without any interaction from customer. Customer's blood glucose ranged from 180-223 mg/dl. Reportedly, customer continue to use pump for insulin therapy.